Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the drawer did not click to unlock, indicating a possible jam in the mechanism. The drawer had failed and nurses were unable to retrieve medications. A field service engineer identified that hh auxiliary drawer 7.1 would not open and that the drawer contained loose ball bearings. Auxiliary drawer 7 was replaced due to a damaged bearing cage on the left slide rail of drawer 7.2. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, a drawer failure occurred in which the drawer did not click to unlock, suggesting a possible mechanical jam. The drawer was reported as failed, and nurses were unable to retrieve medications. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.